Event description:
The account alleged the hi/low would not raise but if they pressed the bed down button the hi/low will lower a few inches than raise back up. No injury reported.

Manufacturer narrative:
The account found that when they moved wires around on the power control board the hi/low ran on its own. No further info is available on the repair of the bed at this time.